Event description:
It was reported that the user experienced a hypoglycemic event after a prior hyperglycemic episode was corrected by the device, followed by a meal announcement, with onboard insulin and announced meal believed to have contributed to the low; the device issued low and urgent low alerts, and the user treated with oral glucose and candy, with nadir at 47 mg/dl and recovery to 90 mg/dl after monitoring and additional carbohydrates. Symptoms included hypoglycemia with associated low blood glucose. Outcomes included no need for professional medical intervention, no assistance from others, and resolution with self-treatment. Investigation included review of device report logs and user-reported event details, as well as troubleshooting and education on monitoring and carbohydrate intake. Investigation of this case revealed no device malfunction and a probable interaction between active insulin and announced meal leading to hypoglycemia, with device alerts functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.